Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 150 ohms. Boston scientific technical services (ts) was contacted, and ts discovered they have had multiple out-of-range shock lead impedance alerts for seven years. The device and rv lead remain in service. No adverse patient effects were reported.